Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a spinning spiros®, closed male luer which was reported to have disconnected, causing a leak during patient infusion. The patient was being treated for burkitt's lymphoma. The customer reported that when hanging the patient's 2330 dose of cytarabine, the spiros cap (that was connected to the syringe) broke causing the syringe to be open and the chemo was delayed by 1hr 20mins and added that any leaking set or disconnected spiros that had chemo infusing allowed for some kind of exposure to the patient. There was patient involvement, however, there was no harm or adverse reaction reported as a consequence of this event.

Manufacturer narrative:
One used list #ch2000s, spinning spiros¿ closed male luer; lot #unknown and one used clave and spiros extension tubing; lot #unknown were received for evaluation. The complaint of separation can be confirmed on the returned one used ch2000s spinning spiros. As received the male luer spiros body was attached to the clave of the extension tubing. However, the rest of the spin feature and female luer were separated from the spiros body and was not returned. The end of the spiros body at the area of the separation was visually examined. The contact weld appear to be complete. The probable cause of the separation cannot be determined without the return of the broken off spinning female luer. A DHR lot # review could not be conducted because no lot number(s) was/were identified.